Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code: e1803 (nodule)

Event description:
Dexcom was made aware on 09/23/2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. The patient reported that they experienced a skin reaction with redness, inflammation, pimples and drainage underneath sensor pod area 8 days after the sensor had been inserted in the arm. The patient consulted a doctor and the doctor picked the pimple with a needle and blood and water came out (drainage). There was no treatment documented. Two photos of the skin reaction in the complaint record were reviewed. The skin reaction was confirmed, of a big nodule on the insertion site with very slight redness in the center of the nodule. At the time of the report the patient was in good condition. Data was received but not investigated as data will not confirm the issue. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.